Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported by the patient that the pump was alarming and the screen read no disposable clamp tubing. Currently the screen reads stopped. The patient denies any air in the tubing. Instructed the patient to turn the pump off then back on and start the pump. The screen reads run residual volume 28.9 milliliters. The patient is scheduled to have the pump removed the following day. The pump will the replaced. No patient injury was reported.